Manufacturer narrative:
The customer called the company representative to report the issue and to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The customer noted the handpieces were old and would be ordering new handpieces. The facility did not request service. With no additional, related information provided, the customer reported event could not be confirmed. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the occlusion alarm kept going off and was not getting adequate suction during a surgical procedure. Additional information received stating the facility believes this event was surgeon error.